Event description:
Reportedly, valve explanted at implant due to severe mitral regurgitation. Another valve was put in its place.

Manufacturer narrative:
Eval summary: evaluation of returned valve found slight stent distortion that had led to incomplete coaptation, and slight wireform to band separation. These issues may have been due to the explant procedure. We are unable to conclusively determine the root cause.